Event description:
It was reported that hv impedance measured greater than upper limit with the device in the pocket during implant. The lead was swapped with another. However, the new lead also had high impedance. This lead was not implanted.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. The reported field event of impedance anomaly could not be determined in the laboratory. The lead met all electrical testing specifications and no anomalies were found. The cause of the anomaly could not be determined.